Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a procedure. According to the complainant, during the procedure, an error message was observed on the generator. When the snare was replaced with another of the same type, there was no error message displayed so it was suspected that the original snare had malfunctioned. It was reported that there was no visible damage to the device. The procedure was completed with the second rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.